Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm when attempting to bolus. Customer also reported none of the buttons were responsive on the insulin pump. The customer's blood glucose was 250 mg/dl. The customer reported placing the insulin pump into their wet shorts. The customer stated they removed the battery and the insulin pump was functional after an hour. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.